Manufacturer narrative:
(B)(4). (B)(6). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis is unknown, further described as poor surrounding environment (dirty room), however no further specific details were provided on the exact events leading to the cause of the peritonitis. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient started treatment for the peritonitis with cefazolin (1 gm, route and frequency not reported) and fortum (1 gm, intraperitoneally[ip], frequency not reported) for six days, then tienam (1 gm, route and frequency not reported) and ciprofloxacin (200mg, ip, frequency not reported) for the next 3 days and then vancomycin (1 gm per week, ip, frequency not reported) until three days prior to the receipt date of this report. On the same date, the patient was discharged from the hospital and was recovered from the peritonitis event. On an unreported date, the patient was re-trained to keep the room clean. At the time of this report, dianeal therapies were ongoing. No additional information is available at this time. This is report 2 of 3 involved in this event.